Manufacturer narrative:
The system was examined and the reported event was replicated. The system base configuration was performed and the application software was reloaded, to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 24, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the system software corruption. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a cataract extraction with intraocular lens implant procedure the system was freezing. The case was completed using an alternate system with no patient harm.